Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. Onsite inspection by the philips field service engineer (fse) identified a malfunctioning host pc. Log file analysis indicated that the system did not log at the time of event. This is consistent with a host pc malfunction, as it indicates that he host pc, which is responsible for recording system logs, was down at the time of event. After replacing the host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system did not power on successfully. The patient's examination was cancelled. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order.